Event description:
It was reported by patients¿ legal counsel that the patient underwent a left total hip arthroplasty. Legal counsel is reporting patient has filed an unknown allegation. No revision has been reported at this time.

Manufacturer narrative:
(B)(4). D10: us157858 m2a-magnum pf cup 58odx52id 504090. 157452 m2a-magnum mod hd sz 52mm 584020. 139270 m2a-magnum 52-60mm tpr insr +3 325210. G2: foreign: canada. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. The following sections were corrected: d4 expiry date. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for the unknown allegations in this complaint. Initial records indicate no intraop complications occurred. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.